Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a keypad anomaly, 2 calibration error alerts, a change sensor alert, and that the over tape had caused irritation. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer stated that the insulin pump was working as designed and they would monitor the device. Nothing was replaced or returned.